Manufacturer narrative:
(B)(4) - deterioration in speech articulation. It was not possible to ascertain specific device info from the article or to match the events reported with previously reported events. The pt info provided in section a is the average for all the pts. At this time no add'l info was available, add'l info regarding the device, the event and pt outcome has been requested.

Event description:
Literature: holl em, peterson ea, foltynie t, et al. Improving targeting in image-guided frame-based deep brain stimulation. Neurosurgery. Dec 2010; 67 (2 suppl operative): 437-447. Summary: pre- and postoperative stereotactic magnetic resonance images (MRI) were analyzed in 165 pts with parkinson disease (pd). The perpendicular error between planned target coordinates and electrode trajectory was calculated geometrically for all 312 dbs electrodes implanted. Improvement in motor unified pd rating scale iii subscore was calculated for those pts with pd with at least 6 months of f/u after bilateral subthalamic dbs. Reportable event: one pt (pt 2 of 2) with bilateral stn dbs electrodes underwent delayed repositioning of the left electrode to a more posterolateral location after he experienced gradual deterioration in stimulation efficacy and in speech articulation. See literature article with MFR report# 3007566237201101161.